Manufacturer narrative:
It was further reported that there were one hundred (100) affected samples. The actual device was not available; however, five companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on two random bags and no leaks were observed. The reported condition was not verified. The other devices were not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked at the top middle port during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.